Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4). Cross reference complaint ID: (B)(4).

Event description:
It was reported that the tc201 and tc301 showed no image during procedure. The procedure was completed successfully and the surgical prolongation was less than 15 minutes. No negative impact in state of health reported. Cross reference MDR: 2027009-2025-01049.